Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one month post-implant, the patient experienced inflammation of the walls of a vein (phlebitis), resulting in swelling in their left arm and hand. Medications were administered and the patient was hospitalized for observation. The issue resolved after the medications and the patient was discharged. It was not known if the phlebitis was related to the implanted lead or to the implant procedure. No additional adverse patient effects were reported.